Event description:
Transvenous pacer device that was put into the patient from cathlab around 4 pm yesterday, shuts off by itself. Brand new battery was used for the device. Registered respiratory therapist (rrt) called since patient is having bouts of ventricular standstill with a heartrate 39-40's. Transvenous device was manufactured by medtronic, inc. Rrt replaced the transvenous pacer with a new one from cardiovascular intensive care unit (cvicu). Patient asymptomatic. Biomed tested, could not duplicate issue - all pm tests were within normal operating parameters, returned to service.